Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's husband, that the customer had fallen and had slurred speech. The emergency medical services was called. The customer's blood glucose level at the time 188mg/dl. Troubleshooting was declined. No additional information was provided.